Event description:
Letter received from consumer. Pt experienced high blood sugars and was rushed to the ER for ketoacidosis. Admitted and spent the day in critical care. No evidence of infection. Released from the hospital. Believes pt was not getting insulin into the syringe.